Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. One used 6fr angio-seal vip was received for product evaluation. Only the carrier tube was returned. No other accessory components were returned. Visual inspection revealed that the anchor was fully exposed at the distal tip, and the collagen appeared slightly swollen. The bypass tube was not at its manufacturing position and was dislodged to the proximal part of the carrier tube assembly. There were two kinks noted on the carrier tube assembly at the manufactured slit. The deployment sleeve of the device was in a forwarding lock position. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that improper placement of the bypass tube within the hemostasis valve or off-axis forces during insertion could have led to the kinking of the carrier tube and future led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported upon advancing the angio-seal device into the angio-seal sheath, the collagen protruded out the slits of the delivery system. The doctor felt that it was fine, but thought it would be safe to use a new device. The patient was in stable condition. The procedure was completed successful. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 04september2020: the procedure performed was a peripheral angio and intervention on the left leg while using a 6fr procedural sheath. A pre-deployment angiogram was performed. The collagen protrudes from the slit upon putting pressure on the device to advance it into the sheath. The user inserted the carrier tube assembly into the sheath by grabbing the plastic tube and not the plastic introducer. Noticed the collagen protruding before it was advanced into the sheath. Advanced only enough to get heme on the introducer and collagen. The device was used immediately after opening.